Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted.

Event description:
Received information that alleged a fitbone transport nail, tibia, did not work during implant. The nail was removed and a new nail was implanted. The surgery was delayed by 30 minutes.